Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat a moderately calcified concentric lesion in the left sfa. The lesion had resulted in 85% stenosis. The artery was minimally tortuous. The procedure used a non-medtronic stiff 0.035" guidewire and a 6 fr non-medtronic sheath. The device was intended to be used to pre-dilate the vessel. There was no resistance inserting the balloon. There was no friction between the device and the guidewire or introducer sheath. The balloon was inflated 1 time at 8 atms. It was impossible to achieve any stable pressure in the inflation device due to leakage at the connector to the shaft. The procedure was completed using another pta balloon. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. The information reported on the luer (lot#: 1i005609) is consistent with the information reported in the complaint form received. A visual and a tactile inspection has been performed: traces of blood were detected on the device. A 0.035¿¿ guide wire has been successfully advanced though the catheter. Negative pressure was applied to the balloon connecting a manometric syringe to the inflation line port and a leakage was detected. The balloon was inflated till the nominal pressure however test failed due to a leakage from the shaft. This portion of shaft was covered by the strain relief therefore, to clearly detect the leakage, the strain relief has been removed from its original position. A leak has been found a few millimeters from the luer. A microscope was used to clearly identify the leak: changing the angulation, it was possible to note that the leak edges are oriented outward. If information is provided in the future, a supplemental report will be issued.